Event description:
A device report rec'd from oberdorf indicates a mpe study in (B)(6) reported: pt with extra-articular fracture in the trochanteric area right side was implanted with a pfna nail and blade. Three months post op, (B)(6) 2010, pt returned for f/u visit and an x-ray showed a fracture. It is not known if the fracture occurred before or during implantation. This is one of two reports for this event.

Manufacturer narrative:
Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.